Event description:
On (B)(6) 2014 the reporter contacted animas alleging a severe hypoglycemic event requiring treatment by emergency medical services and hospitalization. The reporter indicated awaking with a blood glucose of 13 mg/dl. The reporter indicated that emergency medical services were contacted and the patient was treated with intravenous glucose and transported to the hospital. The reporter indicated that the pump settings were reviewed at the hospital and the patient was advised to decrease the pump basal settings. The reporter stated that the health care provider suggested that the pump be reviewed and replaced related to the issue. The pump history was reviewed with the reporter and found that there were no alarms related to the event, there were no pump boluses leading up to the event, the basal appeared appropriate, the pump prime history showed that the pump was primed every 3 days as appropriate, the pump suspend history showed no pump suspends during the event. This report is made based on the allegation that the patient required hospitalization for hypoglycemia and the health care provider requested a replacement of the device related to the event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.